Event description:
It was reported to philips that the host pc failed to bootup. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system did not bootup. Review of the log files confirmed the reported malfunction. Upon troubleshooting, the fse found that the suite pc drive bands were bad. The defective suite pc was returned for analysis, and it confirmed that unit failed due to faulty hdd bay. To resolve the issue, fse replaced the suite pc, restored backup and created new license file with new mac address. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.